Event description:
The customer reported that the system was not displaying images, thus making the system unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. No conclusion can be drawn as repair info was not reported.